Event description:
A customer reported that during surgery, the cassette would not prime causing a delay. The system was exchanged to proceed with surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).